Event description:
Caller reported a minimum fill notification related to the use of an insulin cartridge. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. Caller was able to use a new cartridge successfully and resume insulin administration, and technical support arranged to send replacements while advising the customer to call if the issue recurs for further troubleshooting.